Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx6012swc was removed on (B)(6) 2019 due to loss of osseointegration 3 years and 5 months after implantation. The patient has history of tobacco use. The doctor noted periodontal disease and sinus perforation during explantation. The patient has recovered without complications.